Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. High rv (right ventricular) impedance was noted. Other text: it was reported that the lead was explanted and replaced due to high svc impedance of greater than 200 ohms. Additional information was later received reporting lead over/under sensing and low impedance. No patient complications have been reported as a result of this event. No conclusion can be drawn; impedance, high oversensing undersensing, impedance, low.

Event description:
It was reported that the lead was explanted and replaced due to high svc impedance of greater than 200 ohms. Additional information was later received reporting lead over/under sensing and low impedance. No patient complications have been reported as a result of this event.